Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsvtwb11, imp,tsv,4.7,11.5,mtx,mg, lot number 63735620. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that crown abutment loose on implant, internal hex damaged, removed implant. Tooth #3.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0002023141-2023-02795. Further review of the event confirmed that the device availability had been incorrectly reported as yes previously. The device is not available. Zimvie did not receive one (1) unknown zimmer abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer errors or patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.